Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth loss (permanent impairment to body structure) and the invisalign product was being used at that time.

Event description:
The patient reported the symptom of a loss of permanent tooth # 13 (upper left 2nd premolar). It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptom. The treatment has not been stopped by the treating doctor but it is unknown if the patient is still wearing the aligners. The patients doctors did not consider the event was serious or life threatening to patient.